Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, while troubleshooting another issue for the system and power cycling, an error 319 appeared. The technical service engineer (tse) reviewed the system logs and confirmed error 319 on the universal surgical manipulator (usm) 1. The tse instructed the customer to power cycle the system and hard power cycle the patient side cart (psc) but the issue returned each time. The customer needed all four usms for the procedure and opted to convert the procedure to laparoscopy. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed via the error logs and replicated in-house. The site's logs showed multiple 319 errors where it shows nodes axes controller spar (acs) and axes controller, carriage (acc) not found. The unit was tested on an in-house system in normal mode where it triggered a 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the check all boards present (nodes acs and acc not found) and fiber test on the parallelogram.